Event description:
It was reported that during preparation for a procedure the arm allegedly broke at the horizontal joint and came into contact with the pt and the assistant. The assistant reported bruises to her arm. No injury was reported from the pt.